Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they are trying to prime the tubing, but is receiving the no delivery alarm. The customer's blood glucose level at the time of incident was 129mg/dl. Troubleshoot was conducted. The device was found to no alarm during manual prime. The customer was advised to change out the reservoir and conduct prime. The customer was advised that changing out the reservoir resolved the no delivery issues. The customer was advised to return the reservoir for analysis, and that a replacement would be sent out.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.